Manufacturer narrative:
Device was evaluated and it was confirmed that knob had come loose from the actuator thread. The red locktite which is used to fix the knob to the actuator had broken free. Over tighten may cause the locktite to fail however this would require extreme force. The head positioning system was able to withstand the 20lb force requirement of this unit. This then points to the actuator knob being the issue. Advice to customer on how much force this positioning system is designed to take (20lb).(B)(4)

Manufacturer narrative:
(B)(4)

Event description:
Ball joint portion became loose during procedure. The patient's head slid down, he/she was not injured, but had slight numbness during procedure, which the surgeon suspects to have something to do with the failure. There was no extra hospital stay.

Manufacturer narrative:
(B)(4).